Event description:
The user facility reported that a small blood leak was observed from the side arm of the oxygenator during a bypass procedure. As a result of the anomaly, the unit was changed out. The user facility reported that there were no pt complications as a result of the incident.

Manufacturer narrative:
Although no estimate of blood loss was reported, the description of the incident indicates that some blood loss did occur due to the change out of the oxygenator. The involved device was returned for eval. The sample was visually examined and leak tested. This eval confirmed the reported leakage at the tubing connection between the heat exchanger and the oxygenator. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file for use in qa tracking, trending, and follow up.